Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 438 mg/dl with nausea, polydypsia, extreme drowsiness and vomiting associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose did not match the active basal program total with no known cause for the variation. The basal history did match the active basal program settings. Reportedly, the date was incorrect, but cts determined it was not a cause of the bg excursion. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 07/08/2016 with the following findings: the black box data revealed a manual time/date change from (B)(6) 2007 (09:11) to (B)(6) 2015 (21:24). A replace cartridge alarm was recorded on (B)(6) 2015 21:44; deliveries never resumed. On investigation, the pump was exercised for 24 hours on a 1.0 unit per hour basal rate program. At the end of testing, the basal history correctly showed 1.0 unit and the total daily dose showed (B)(4) units delivered. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. No delivery interruptions, errors, alarms or warnings occurred during the investigation. Investigation did not duplicate the complaint and the pump was determined to be operating within the required specifications without malfunction. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.